Event description:
It was reported that pump battery depleted too quickly. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.